Manufacturer narrative:
On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20. (B)(4).

Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and the lens having foreign material on lens surface (clear residue). (B)(4).

Manufacturer narrative:
Additional data: this product is manufactured in the u.s, but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -8.50 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vault and was exchanged for a shorter lens of similar diopter. The exchange resolved the problem. On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20, and the patient's post-op uncorrected visual acuity (ucva) was 20/20.